Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2018-01828. It was reported the patient experienced a csf leak due to a dural puncture during the trial implant procedure. While accessing the epidural space the physician punctured the patient's epidural space. The lead was successfully implanted at t12-l1. Post discharge of the trial leads, the patient experienced a headache and drainage. Medical attention may occur later address the issue.